Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the ER. The patient had no rhythm. The patient received inappropriate shocks. The patient has ckd and has regularly hemodialysis. The shock was received due to high potassium. A device image was received for further investigation. Device replacement was suggested due to high voltage charging histogram bin. The device was explanted and replaced. The patient was stable post-procedure.